Event description:
The manufacturer was contacted in reference to a dreamstation CPAP pro device. The device was returned to a third party service center. During evaluation of the device, foam particles were observed within the assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.